Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device failed an accuracy test at -8.00 percent. Event occurred during testing, no patent involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. Three accuracy tests were performed as part of the functional test and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.